Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported via fax that the device's alarms were unreliable and that they filmed the issue. The device is out of support and the customer does not currently have a service agreement in place. Therefore, we are awaiting further information from the customer at this time. There was no reported patient impact.